Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an alarming insulin pump. Customer states that the drive support cap is sticking out. Customer states that the blood glucose reading is 12 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. No alarm was noted for a loose drive support disk. The insulin pump passed the self test and the reset error test. No unexpected reset errors were noted. The insulin pump was received missing an end cap sticker, minor scratches on the display window and case, and a rattling vibration due the vibrator motor adhesive not adhering.